Manufacturer narrative:
The patient did not require any medical intervention and the physician was not notified of the fluid imbalance nor was the pt injured. Facility's registered nurse stated that she called in for clinical assistance in 2006 during the time of the fluid imbalance and was told by the gambro clinical assistance personnel to stop the fluid removal for one hour, then to resume fluid removal. She stated that all fluid removal following that pause was accurate.